Manufacturer narrative:
Testing of actual/suspected device: the fse that encountered the autofill failure replaced vacuum drive regulator, motor control bd, pim module, k5 solenoid valve and front-end bd. This corrected the issue. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra aortic balloon pump (iabp) displayed an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The removed vacuum drive regulator, motor control bd, pim module, k5 solenoid valve and front-end bd parts were returned to national repair center (nrc) for evaluation. The nrc inspected the patient interface module assembly and observed white residue on the assembly. Based on past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. The pim could not be tested due to the saline spill. Retaining the pim in the nrc per procedure. The nrc inspected the front end board and observed white residue in the connectors of the board. Based in past experience, this residue is consistent with saline. CAPA 14-ca-0097 has been initiated to address this issue. The pim could not be tested due to the saline spill. Retaining the board in the nrc per procedure. The national repair center installed the motor control board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The nrc could not verify the failure of auto fill failure, the board passed testing. Retaining the board in the national repair center per procedure. The national repair center installed the drive regulator into the cardiosave test fixture and tested the regulator to factory specifications per the cardiosave service manual. The nrc could not verify the failure of auto fill failure. Retaining the regulator in the national repair center per procedure. The national repair center installed the 3 way solenoid valve into the cardiosave test fixture and tested the regulator to factory specifications per the service manual. The nrc could not verify the failure of auto fill failure. The 3 way solenoid passed testing. Retaining the solenoid in the national repair center per procedure.

Event description:
N/a.